Manufacturer narrative:
Pump received with broken reservoir tube lip, missing end cap sticker and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir compartment was damaged. It was reported that reservoir barely held in place. Customer's blood glucose was 159 mg/dl. It was advised that insulin pump would need to be replaced.